Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has a power up failure error code 14.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusion). A getinge field service engineer (fse) evaluated the device, that the customer stated unit alarmed with a power up fails code 14. Fse was able to reproduce the problem upon powering up the system. Per service manual scroll compressor needs to be replaced. Customer supplied new scroll compressor. Fse removed and replaced the compressor, reassembled the unit and performed a full pm per manufacture specifications. Unit was due for rtc nvram replacement as part of periodic maintenance along with a new safety disk, customer supplied safety disk as well. All test and calibrations have been completed and passed. Batteries are due for replacement, but customer opted to not replace at this time. Per sb mca00001558 rev b batteries may be continued to be used. Unit has been returned and is now ready for clinical use.

Event description:
N/a.